Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the keypad cover was removed and contamination was found under all button contacts. The keypad cover was also observed to be torn at the down arrow button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.